Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
Edwards received information that a 25mm bioprosthetic valve was disabled after an implant duration of five years and four months due to severe stenosis. A 26mm valve was implanted in the mitral position using the valve in valve procedure. Tee revealed trivial perivalvular leak. The patient tolerated the procedure without complication and was taken to the ICU in stable condition. The patient was discharged home with home health services on pod #11.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. The device history record (DHR) could not be reviewed as a serial number was not provided. Based on the information received the cause of the event cannot be determined. As there has been no confirmed design defect, manufacturing issue, or inadequacy in the labeling, IFU, or training leading to the complaint, edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required based on the determined control limits, appropriate investigation will be performed. No corrective or preventative actions are required at this time.

Event description:
Edwards received information of a planned valve-in-valve procedure to disable a bioprosthetic valve after an unknown implant duration due to unknown reasons. No additional information was provided.